Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported via social media that the tampon came apart inside her body after approximately 2 hours of use, and it caused leaking. No injury was reported.